Manufacturer narrative:
Media was provided in the form of a photo. Inspection of the media provided revealed a separation and stent dislodgement. The complaint was confirmed as the stent was no longer sitting on the balloon and is consistent with dislodgement outside of the patient.

Event description:
It was reported that the stent dislodged. This 6.0mmx14mmx90cm express vascular sd stent was selected for use. During the procedure, the stent was loaded onto the wire and when attempting to introduce it into the sheath, the stent dislodged from the balloon. It was noted that the device remained outside the patient, and that it appeared as though the adhesion was not correct. The procedure was completed using an alternate device and there were no patient complications as a result of this event.

Event description:
It was reported that the stent dislodged. This 6.0mmx14mmx90cm express vascular sd stent was selected for use. During the procedure, the stent was loaded onto the wire and when attempting to introduce it into the sheath, the stent dislodged from the balloon. It was noted that the device remained outside the patient, and that it appeared as though the adhesion was not correct. The procedure was completed using an alternate device and there were no patient complications as a result of this event.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this exp sd vascular, 6.0mmx14mmx90cm was returned to the arden hills complaint investigation site (cis) for analysis. The returned device was a partially cut catheter, balloon side and the stent. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture. Microscopic examination revealed tip damage and flaring. No other issues were found. The stent was examined, and no damage or issues were found. Inspection of the remainder of the device presented no other damage or irregularities. Media was provided in the form of a photo. The photo showed what was likely the distal end of the device. The device appeared to be separated and was missing the balloon, markerband, and tip. The stent was no longer on the balloon and was sitting on a piece of cloth on top of the pouch.